Event description:
A cgm error 42 was reported by the caller. There was no adverse impact to the customer's blood glucose level. The customer planned to use multiple daily injections to ensure insulin delivery and was instructed by technical support to put the pump into storage mode before returning it to tandem using a pre-paid label within 10 days.